Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly right after powering on the device. There was no patient involvement reported with the event.